Event description:
The account alleged when someone sits on the foot section of the bed the hi/low function will rise up without touching the buttons on the siderails.

Manufacturer narrative:
The account stated that the bed would only rise an inch or two. The account recalibrated the trend switches to repair the bed.